Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2014 for placement of a new abutment on the fixture. During the same procedure a sleeper fixture was implanted. The initial implanted device remains in-situ.

Manufacturer narrative:
(B)(4). Implanted device remains.